Event description:
The lead and generator were returned for analysis on (B)(6) 2013. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The puncture and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No obvious anomalies were noted except for the one and a half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Analysis of the generator showed that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specification. Data shows that 38.121% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the patient on (B)(6) 2012 that she had been diagnosed with full vocal cord paresis which has since improved to partial vocal cord paresis. It is unknown when this diagnosis occurred. The patient had previously reported issues with coughing and hoarseness following an MRI procedure performed in (B)(6), however this resolved with lower patient settings. Diagnostics performed at that time also indicated proper device function. Per the physician's office, the patient is known to exaggerate symptoms. At the time of the report on (B)(6) 2012, the patient also indicated that she had experienced an increase in seizures due to her in-efficacious therapy settings as well as that the whole system has migrated. No interventions are planned to date and no additional information is known at this time.

Event description:
Additional information was received indicating that the device check out ok during follow up with the nurse. It was indicated that the patient had followed up with the surgeon as she was adamant about needing a replacement as she has been unable to achieve her previous settings following the MRI. There were currently no plans for replacement as the nurse was able to adjust the patients settings at the last appointment and there is no suspected device malfunction. It was indicated that, if the patient was to have revision in the future due to these issues, it would be solely for patient comfort. Diagnostics for the system were provided and the impedance was within normal limits. Approx 2980 ohms and her current settings were provided. Follow up with a surgeon also revealed that the generator was in a good position without any obvious problems. No additional information has been received regarding the paresis, and attempts for additional information have been unsuccessful to date.

Event description:
Information was received from the MRI facility indicating that the patient did not experience any pain during the MRI procedure. Additionally, followup with the implanting surgeon revealed that he did not recall the type of suture used when the patient's generator was implanted.

Event description:
Additional information was received indicating that the patient was scheduled to see her surgeon as her device was not working properly. No surgery has been scheduled at this time, however the patient has been referred to a nurse for evaluation of her vns settings.

Event description:
The patient had full revision surgery but their explanted products have not been returned for analysis. The patient had reported loss of efficacy and discomfort at the lead site.